Manufacturer narrative:
Additional contact information: (B)(6).

Event description:
Information was received indicating that a cadd legacy plus, mdl 6500, pump was alarming ? No disposable, pump won't run". Per reporter residual volume was: 85.1, rate 2 and 6.95 ml was given. No adverse patient effects were reported. No additional information is available at this time.